Event description:
Patient had lipids going through microbore tubing. Lipids were leaking out from the tubing and the tubing was wet. Closer to the patient (past the leaking areas), air had entered the tubing.